Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. Additionally, device related risks include aneurysm enlargement. Device UDI lot/serial: (B)(4), UDI: (B)(4). Lot/serial: (B)(4), UDI: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a distal aortic arch aneurysm using two conformable gore® tag® thoracic endoprostheses. Prior to the endoprostheses being implanted, a right axillo-left common carotid-left axillary artery bypass procedure was performed to maintain blood flow to the branch vessels of the aortic arch, and the left subclavian artery was embolized. The physician advanced a 24-fr gore® dryseal sheath with hydrophilic coating from the right side and deployed two endoprostheses (proximal: tgu454515j/13396357, distal: tgu373715j/15440513) distal to the brachiocephalic artery. The patient tolerated the procedure. Later in a follow-up study which was performed in another hospital, aneurysm enlargement was revealed (amount of enlargement was not reported). On an unknown date, the physician performed an open thoracic surgery and directly embolized the aneurysm sac using n-butyl-2-cyanoacrylate (nbca). However, the aneurysm sac was not completely thrombosed after the procedure. On (B)(6) 2017, further reintervention was performed, and the left common carotid artery was coil-embolized. On (B)(6) 2017, in a follow-up study, the persisting proximal type I endoleak was identified. The patient was implanted with another conformable gore® tag® thoracic endoprosthesis in an abdominal aortic approach to treat the endoleak. The patient tolerated the procedure. It was reported that the patient¿s aortic arch had been a shaggy aorta with thrombus existing.